Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that they are trying to get an MRI done but the MRI facility keeps telling them that they have to show them that the device is in safe mode but, the battery inside of them is 'dead' and they can't show them anything. Patient stated they are not able to charge the implant and they are scheduling to have a new ins battery put in. Agent asked when the implant battery 'died' and patient stated it's been over a year. The patient was redirected to their healthcare provider to further address MRI eligibility.